Event description:
It was reported that a button on the infusion device was defective. The infusion device automatically switched to the quick bolus menu and then back to the normal display. This happened several times.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.